Manufacturer narrative:
(B)(4). Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the pt had been involved in an accident and was experiencing pain at the device pocket site. There was no disruption in stimulation. Normal battery depletion was indicated. The device was explanted and replaced. The pt recovered without sequela.